Event description:
It was reported that a user requested to return the ilet system due to concerns about hypoglycemia, with continued device use until return and no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no hospitalization and no facility care. Investigation included review of available case details and verification of returned device and supplies. Investigation of this case revealed an unclear relationship between the device and the reported hypoglycemia, and no device malfunction, performance issue, or component defect was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.